Manufacturer narrative:
It was reported that following insertion the patient experienced sepsis. It was reported that the patient died on an unknown date. The cause of death has not been confirmed, therefore no relationship with the mesh device can be confirmed at this time.

Event description:
It was reported by an attorney that following insertion the patient experienced sepsis. It was reported that the patient died on an unknown date. The cause of death has not been confirmed, therefore no relationship with the mesh device can be confirmed at this time.

Manufacturer narrative:
It was reported that the patient died due to chronic pulmonary intravascular foreign body granulomatosis due to/as a consequence of chronic intravenous drug use. Chronic pelvic pain is listed as a contributing factor. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/17/2019.